Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke in two parts when closing the wall. The piece of needle has been recovered. There were no adverse patient consequences. No additional information has been provided.